Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported to have received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unit was received with cracked case at the display window corners and display window. Unit was received with stained end cap sticker. Unit was received with missing back address / serial number label. Unit was received with minor scratched display window and case.